Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump had a lot of cracks at the side of the battery compartment and was not accepting any battery. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported that battery cap contacts are not damaged. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump passed the sleep current measurement and self-test. Successfully downloaded the trace and history files using thump. Pump received with high active current due to moisture damage to the pcb1 board and pcb2 board. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump trace download analysis confirmed the pump alarmed abnormal failed battery test on (B)(6) 2025 13:06:08.000 due to moisture damage to the pcb1 board and pcb2 board. The following were noted during visual inspection: moisture damage to electronic assemblies, corroded battery tube, scratched case, cracked battery tube threads, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, label damage (faded), missing display cover and cracked keypad overlay. The p-cap/reservoir does lock properly. Confirmed high active current during analysis due to moisture damage to the pcb1 board. Confirmed cosmetic damage at battery compartment during analysis. No failed battery test noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.